Event description:
Right breast implant rupture status post breast cancer. Left breast implant malposition and capsular contracture. Underwent bilateral breast reconstruction with replacement implants.